Event description:
She couldn't walk and needed to get walker to get around [unable to walk] intense pain that built up to about a 15 pain level,the pain set in from 3 afternoon to 7or 8 pm to extreme agony/ it hurt weather she sat or walked [knee pain] it was flare up and he wasn't sure what to do but he suggested that she take the cortisone shot for the pain [disease progression] it felt like the muscle was hit and now she is weaker and shakier/ whole knee is weaker [muscle weakness] it felt like the muscle was hit and now she is weaker and shakier [shaking] she hasn't gotten back to where she was and not better and the whole knee is weaker [fatigability of knees] it was a little swollen and little hard to the left her knee several inches from the injection [knee swelling] . Case narrative: initial information was received on 20-apr-2021 from united states regarding an unsolicited valid serious case from a patient. This case involves a 79 years old female patient who experienced she couldn't walk and needed to get walker to get around, intense pain that built up to about a 15 pain level, the pain set in from 3 afternoon to 7or 8 pm to extreme agony/ it hurt weather she sat or walked, it was flare up and he wasn't sure what to do but he suggested that she take the cortisone shot for the pain, it felt like the muscle was hit and now she is weaker and shakier/ whole knee is weaker, she hasn't gotten back to where she was and not better and the whole knee is weaker and it was a little swollen and little hard to the left her knee several inches from the injection while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included left knee is bone bone and no meniscus left. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had been on the synvisc one for 4 years, and the 3 times never had reaction and it had been 17 months since the previous injection. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate, injection, dosage, route unknown, once (with an unknown batch number, indication) in left knee. The information regarding lot number was requested. On an unknown date in feb-2021, the patient had intense pain that built up to about a 15 pain level, the pain was set in from 3 afternoon to 7 or 8 pm to extreme agony (arthralgia) and the next 4 days the patient couldn't walk (gait inability) and needed to get walker to get around (seriousness criteria: disability) and the pain lasted for 3 and 4 days, it hurt weather she sat or walked and she tried to advil that usually worked and didn't work. The patient said the 4th day it started to work and that 5 or 6 week the pain did get lesser. The patient did not have swelling, not heat or redness, nothing visual. Reportedly, the doctor used the sonogram while giving her the injection and patient had 3 shot before this happened and this never happened. Reportedly, the doctor said that it was flare up (disease progression) and he wasn't sure what to do but suggested that she take the cortisone shot for the pain (intervention required for arthralgia) and patient put the shot above her knee and previously they always went into side, her physical therapist said it was a little swollen and little hard to the left her knee several inches from the injection (knee swelling). Reportedly, it felt like the muscle was hit and now she is weaker (muscular weakness; start date: 2021 and latency unknown) and shakier (tremor; start date: 2021). Reportedly, the pain was doable with pain being a 2 and patient could walk 100 feet but it hurt a lot and the patient had not gotten back to where she was and not better and the whole knee was weaker (start date: 2021; fatigue). The knee was not stable as before she got the shot and now she was trying to get around safely without falling. The patient had an appointment on friday wanted to know if she should could get a cortisone shot for her knee and if this extreme had happened to others using the synvisc one. Action taken: not applicable. The patient was treated with ibuprofen (advil) and cortisone for arthralgia; not reported for rest of the events. At time of reporting, the outcome was not recovered / not resolved for she couldn't walk and needed to get walker to get around, it was flare up and he wasn't sure what to do but he suggested that she take the cortisone shot for the pain, it felt like the muscle was hit and now she is weaker and shakier, hasn't gotten back to where she was and not better and the whole knee is weaker and was unknown for rest of the events. A product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc one; batch number: unknown; global ptc number: 100119922 . The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints as stated in (B)(4) "product event handling" to determine if a CAPA is required. Final investigation was completed on 10-may-2021 additional information was received on 21-apr-2021 from other healthcare professional. Gptc number was added. Additional information was received on 10-may-2021 from other healthcare professional. Gptc results were received and added. Text was amended accordingly.

Event description:
She couldn't walk and needed to get walker to get around [unable to walk]. Intense pain that built up to about a 15 pain level,the pain set in from 3 afternoon to 7or 8 pm to extreme agony/ it hurt weather she sat or walked [knee pain]. It was flare up and he wasn't sure what to do but he suggested that she take the cortisone shot for the pain [disease progression]. It felt like the muscle was hit and now she is weaker and shakier/ whole knee is weaker [muscle weakness]. It felt like the muscle was hit and now she is weaker and shakier [shaking]. She hasn't gotten back to where she was and not better and the whole knee is weaker [fatigability of knees]. It was a little swollen and little hard to the left her knee several inches from the injection [knee swelling]. Case narrative: initial information received on 20-apr-2021 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a (B)(6) years old female patient who experienced she couldn't walk and needed to get walker to get around, intense pain that built up to about a 15 pain level,the pain set in from 3 afternoon to 7or 8 pm to extreme agony/ it hurt weather she sat or walked, it was flare up and he wasn't sure what to do but he suggested that she take the cortisone shot for the pain, it felt like the muscle was hit and now she is weaker and shakier/ whole knee is weaker,she hasn't gotten back to where she was and not better and the whole knee is weaker and it was a little swollen and little hard to the left her knee several inches from the injection while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included left knee is bone bone and no meniscus left. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had been on the synvisc one for 4 years, and the 3 times never had reaction and it had been 17 months since the previous injection. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate, injection, dosage, route unknown, once (with an unknown batch number, indication) in left knee. The information regarding lot number was requested. On an unknown date in (B)(6) 2021, the patient had intense pain that built up to about a 15 pain level, the pain was set in from 3 afternoon to 7 or 8 pm to extreme agony (arthralgia) and the next 4 days the patient couldn't walk (gait inability) and needed to get walker to get around (seriousness criteria: disability) and the pain lasted for 3 and 4 days, it hurt weather she sat or walked and she tried to advil that usually worked and didn't work. The patient said the 4th day it started to work and that 5 or 6 week the pain did get lesser. The patient did not have swelling, not heat or redness, nothing visual. Reportedly, the doctor used the sonogram while giving her the injection and patient had 3 shot before this happened and this never happened. Reportedly, the doctor said that it was flare up (disease progression) and he wasn't sure what to do but suggested that she take the cortisone shot for the pain (intervention required for arthralgia) and patient put the shot above her knee and previously they always went into side, her physical therapist said it was a little swollen and little hard to the left her knee several inches from the injection (knee swelling). Reportedly, it felt like the muscle was hit and now she is weaker (muscular weakness; start date: 2021 and latency unknown) and shakier (tremor; start date: 2021). Reportedly, the pain was doable with pain being a 2 and patient could walk 100 feet but it hurt a lot and the patient had not gotten back to where she was and not better and the whole knee was weaker (start date: 2021; fatigue). The knee was not stable as before she got the shot and now she was trying to get around safely without falling. The patient had an appointment on friday wanted to know if she should could get a cortisone shot for her knee and if this extreme had happened to others using the synvisc one. Action taken: not applicable. The patient was treated with ibuprofen (advil) and cortisone for arthralgia; not reported for rest of the events. At time of reporting, the outcome was not recovered / not resolved for she couldn't walk and needed to get walker to get around, it was flare up and he wasn't sure what to do but he suggested that she take the cortisone shot for the pain, it felt like the muscle was hit and now she is weaker and shakier, hasn't gotten back to where she was and not better and the whole knee is weaker and was unknown for rest of the events.